Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the nurse just performed these measurements on a patient. There were still two programs in which the patient felt the stimulation (1¿3+ and -1-2 3+), but not in the correct area. The patient felt it high in their buttock and only at a very high setting of 6.7. The nurse wanted to know if they could advise the physician to consider replacing the lead. Based on the measurements, the nurse was advised that there was an issue with electrode contact 0. All impedance measurements involving electrode contact 0 fell outside the normal range, and this may indicate a break in the lead at that location. This also explained why only two programs were currently functioning properly (most likely programs 2 and 6), as their configurations did not use electrode contact 0. Since contact 0 was the most distal electrode contact, the lowest programming location was also no longer available. This could well explain why the patient experienced the stimulation higher in the buttock. Given that reprogra mming was already attempted without achieving the desired result, a lead revision appeared to be the most logical next step.

Manufacturer narrative:
Continuation of d10: product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that likely cause of the impedance measurements for electrode 0 falling outside the normal range was unknown. It was unknown what steps were taken to resolve impedance measurements for electrode 0 falling outside the normal range. But that an out of range impedance on one electrode can be solved by reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.